Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The following were confirmed by the investigation of the shirakawa factory. As a result of inspection at olympus maintenance center, there was no abnormality on the device. Omsc presumes that it occurred because of the following factors. The internal video processing board malfunctioned temporarily. It was caused by influences other than equipment.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a single-port laparoscopic ureterectomy, the subject device was used. The image displayed on the subject device suddenly went black. The power indicator of the device was normal. After restarting the device, the image was normal. But a few minutes later the device showed a blurred screen and then turned black again. The user replaced the device with another monitor and continued the operation. There was no patient injury reported.